Event description:
It was reported that the surgeon inserted a competitor's lens and the foam tip plunger overrode and tore the trailing haptic during insertion. The incision was enlarged to remove the lens and another iol was successfully implanted. Sutures were required to close the wound. The pt's current prognosis is good.